Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0206929493 implanted: (B)(6) 2013 explanted: (B)(6) 2024 product type catheter; ubd: 2015-02-12 UDI: (B)(4) h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the pump administered baclofen with concentration 2000.0 mcg/ml. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The pump was implanted on (B)(6) 2022 and the catheter was implanted on (B)(6) 2013. Regarding whether the patient had any symptoms, it was indicated that the effect of spasticity was attenuated. The pump and catheter were removed on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# unknown product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for spinal cord injury. It was reported that there was a failure or malfunction of the pump or catheter. It was further noted that there may be a possibility of non-uniformity of drug injection due to reduced pump function. The device was activated normally. They requested confirmation that the pump was starting up properly, as there was a possibility that the drug was being injected unevenly due to poor pump function. After replacing the pump and catheter, the condition of the equipment was checked.

Manufacturer narrative:
H3: analysis of the returned pump passed all testing in the laboratory and no anomalies were identified. Two catheter segments were returned for analysis. Segment one included the sc assembly + proximal portion of the catheter. Segment two included the proximal + pin conn. + distal portions of the catheter. Analysis identified coring/tearing in the cup of the connector of segment 1. Analysis identified a kink in the catheter body of segment 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer. It was reported that the catheter serial number was unknown.

Manufacturer narrative:
H3 update: it was previously indicated that analysis identified coring/tearing in the cup of the connector of segment 1. Analysis also identified leaking at the site of the tear in the cup of the sutureless catheter connector during pressure testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. Regarding the effect of spasticity was attenuated, the event was resolved following pump and catheter replacement.